Manufacturer narrative:
Block d2b: additional product code qon. Block d4: UDI for concomitant product, tined lead: (B)(4). Block g4: premarket / 510(k) # - additional premarket / 510(k) # p190006. Block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, response was not received. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of therapy deliver/effectiveness problem was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. As per information provided, the investigation was unable to identify any damage or malfunction related to the reported allegation. Since the investigation findings clearly confirm that there was no problem with the device, the conclusion code selected for the complaint is device problem excluded.

Event description:
It was reported that the patient received an implant of a neurostimulator and a tined lead on (B)(6) 2024. The device reportedly did not work and was revised with a new neurostimulator and a tined lead on (B)(6) 2025. The new neurostimulator and a tined lead reportedly did not work and were explanted 4 months later. There are no additional complications reported as a result of this event.

Manufacturer narrative:
Block d2b: additional product code qon. Block d4: UDI for concomitant product, tined lead: (B)(4). Block g4: premarket / 510(k) # - additional premarket / 510(k) # p190006. Block h11: investigation details. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. A device was not returned resulting in an inability to analyze the device and identify if a malfunction occurred. Based on the information available, it cannot be confirmed what the cause was. Based on the DHR, the device was confirmed to meet specifications prior to shipment therefore concluding manufacturing was not related to the reported event. If the further information is received the investigation will be re-opened. Without a returned product available for analysis and based on this investigation, a clear probable cause for the event cannot be established; therefore, the conclusion code of cause not established has been chosen. Based on the information available the cause that contributed to the reported event cannot be established. Additional information: b5. A1. A3b.

Event description:
It was reported that the patient received an implant of a neurostimulator and a tined lead on (B)(6) 2024. The device reportedly did not work and was revised with a new neurostimulator and a tined lead on (B)(6) 2025. The new neurostimulator and a tined lead reportedly did not work and were explanted 4 months later. There are no additional complications reported as a result of this event.

Manufacturer narrative:
Product code (d2b) - additional product code qon. UDI for concomitant product, tined lead: (B)(4). Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that this neurostimulator was not functioning as expected. A surgical procedure was performed during which the device and lead were explanted and replaced. No patient complications were reported.